Event description:
Subsequent to the previously filed medwatch, additional information received indicated that there was no challenging patient anatomy. There were no curves on the steerable guide catheter (sgc) during the insertion of the cds or extreme curves on the devices during the procedure. The cds shaft was carefully translated multiple times to release any stored torque. There were no turns on the cds handle and the actuator knob was rotated eight times in the counterclockwise direction. While viewing fluoroscopy, it was observed that the clip could not be detached from the cds shaft and the clip was still in place. No additional information was provided.

Event description:
This event is being filed as after the clip (10286275/29) was implanted on the mitral valve leaflets, it was difficult to be released from the clip delivery system. Difficulty releasing the clip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip was implanted. During deployment of the second clip (10286275/29), there was no difficulty with the grasping and insertion of the clip onto the leaflets. The clip delivery system (cds) was curved approximately 90 degrees. Upon the release of the cds from the clip, the clip did not release. In an attempt to release the device, the arm positioner was confirmed to move freely, the actuator knob was turned (without resistance) counterclockwise a few more times, the actuator knob was retracted after it was fully unthreaded, the delivery catheter handle was carefully retraced and the cds m steering knob was turned. After approximately 15 minutes, the clip was released from the cds and deployed onto the mitral valve leaflets. Both implanted clips were confirmed to be stable and securely attached to both leaflets. There was no adverse patient effect or significant clinical delay in the procedure due to the difficult deployment. The functional mitral regurgitation grade was reduced from 3-4 to 1 with the implantation of two clips. The patient was clinically stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. As the clip delivery system (cds) was not returned for evaluation, the analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficulty deploying the clip are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for difficult or failure to deploy the clip from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition and procedural conditions, the difficulty in deploying the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device or user technique (excessive curves applied to the device by the user, not retracting the actuator knob far enough, etc.). The information provided in the case details suggests that the user positioned the device and performed the deployment steps according to the instructions for use. In this case, since the device was not returned for analysis, the cause of the difficult to deploy could not be confirmed. Since the clip was able to be deployed following troubleshooting maneuvers, it is possible that there were unidentified procedural interactions (due to the anatomy) which caused more tension on the device and contributed to the difficult to deploy; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported event cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: guideliner, mitraclip system: lift, stabilizer, support plate, steerable guide catheter, clip delivery system (x1). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.